Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2011. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check, the estimated longevity was 2 years. Approximately three months later, the device reached recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.